Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not reproduced. In addition to the reportable evaluation finding identified in b5, the following non-reportable malfunctions were found upon device evaluation: the image noisy due to deterioration of the camera cable, and the coupler was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head had image flashes. The issue was found during preparation for use before a laparoscope therapeutic procedure. The patient was not under anesthesia and there was no delay. The facility completed the procedure using a similar device and there were no reports of patient injury or harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "image flickers" occurred temporarily due to communication failure caused by cable failure. The event can be [detected/prevented] by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.